Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of lo blood glucose test result. Expected fasting blood glucose test result range is 75 to 175 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 119 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo, (B)(6) 2015 04:28am; 199mg/dl, (B)(6) 2015, 04:25am; 85mg/dl, (B)(6) 2015, 08:52am; 49mg/dl, (B)(6) 2015, 10:30am; 262mg/dl, (B)(6) 2015, 03:59am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of lo blood glucose test result. Expected fasting blood glucose test result range is 75 to 175 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 119 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/26/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.